Manufacturer narrative:
Stryker evaluated the customer's device and verified reported issue. During evaluation it was observed that the battery pin and grommet were pushed into the rear case. The rear case was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device will unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.